Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 596 mg/dl with mild ketones. Reportedly, the reason for the high bg was because the customer did not complete the fill tubing process. The customer addressed impacted bg levels with a bolus and syringes. Reportedly, the customer finished filling the tubing and was successfully able to resume insulin.